Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reported floaters and blurry vision at combined distances. The patient compared his vision to "looking through a dirty window."

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 12/04/2007 and 12/06/2007 by phone, mail and fax. A completed questionnaire was received.